Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Four days after the sensor was inserted, the patient developed pimples, rash and redness at the insertion site. She stated that she had a friend handle the dexcom adhesive and completely remove it from the applicator. She then cleaned it with a q-tip and rubbing alcohol, applied skin tac with a wipe, inserted the sensor on top, then applied a 3m tegaderm overlay patch. That did not seem like enough to hold it, so she applied a stayput adhesive overlay patch. She developed new mild hives and managed them with zyrtec or claritin and pepcid ac. Over subsequent days new hives continued to appear, including across her chest, sides, abdomen, hips and starting down her legs. Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.